Event description:
It was reported that the iLet pump repeatedly stopped insulin delivery with an on-screen restart instruction and ¿Insulin restart 42¿ error consistent with a motor current sense failure, resulting in failure to infuse and necessitating transition to subcutaneous insulin via pen; the affected device component was the motor. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention, as medication was required; there was no serious injury. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with an insulation problem associated with the motor leading to failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.